Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer also reported an undefined low blood glucose (bg) level of 45 mg/dl, which was addressed by consuming carbohydrates.

Manufacturer narrative:
Tandem quality engineer reviewed pump data. The reported malfunction alarm was confirmed in the pump logs. However, due to corrupted data sectors (malfunction issue), the data for the low bg event date was unavailable and the low bg could not be confirmed via log review.